Event description:
It was reported that sterilizable battery was defective due to overheat issue. Attempts have been made and no further information has been provided. This event is related to a malfunction that could potentially lead to a serious injury. However, no patient harm or further outcome was reported.

Manufacturer narrative:
(B)(4). Upon receipt, the battery did not provide power due to overheat. DHR review was performed. Device was approximatively twenty-five months old and is not out of box failure. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.